Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, the stent could not track the lesion and was damage. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, the stent could not track the lesion and was damage. The device was removed and the procedure was completed with a different device. No patient complications were reported. It was further reported that the 70% stenosed target lesion with a <45 degrees bend was midly tortuous and mildly calcified.

Manufacturer narrative:
Device is a combination product.